Event description:
Patient reported the infusion device does not always display low battery (a2) alert. On (B)(6) 2010, the infusion device displayed low cartridge (a1) alert, but the insulin cartridge was half full. On day of report, infusion device displayed mechanical error (e6). No physiological effects were reported. Patient was using the incorrect type of battery. Infusion device was replaced and requested for evaluation. The patient did not require treatment from a health care professional or second party to address the issue. No additional information was available.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.